Manufacturer narrative:
Product information updated.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that it is impossible to calibrate the touchscreen. This issue was discovered while customer was performing tests and no patient was involved. No patient harm occurred.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that it is impossible to calibrate the touchscreen. This issue was discovered while customer was performing tests and no patient was involved. No patient harm occurred.